Event description:
It was reported the old implantable neurostimulator (ins) had not lasted as long as predicted. The ins was replaced because it died. The patient had trouble/could not function with therapy off. No outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID 748251, serial# (B)(4), product type: extension; product ID 748251, serial# (B)(4), product type: extension; product ID 3387-40, lot# v000623, product type: lead; product ID 3387-40, lot# v000623, product type: lead. (B)(4).